Event description:
It was reported that the pump touchscreen display was difficult to see. Customer¿s blood glucose level was 91 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.